Event description:
On (B)(6) 2011, the lifescan sales representative contacted lifescan (B)(4) alleging that the packaging for a one touch verio pro meter was damaged/wet. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the lifescan sales representative claimed that the meter had a damaged/wet packaging issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The lifescan sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.